Manufacturer narrative:
(B)(4).

Event description:
It was reported that the motor had stalled and the pump was replaced. It was stated that at the time of surgery, the patient's pump was in a motor stall, having gone into stall on (B)(6) 2011. Following replacement (B)(6) the doctor reported that "the patient was doing very well." It was later noted that the patient had presented with increased pain and signs of withdrawal. The pump infused morphine 2.0 mg/ml and bupivacaine 10.0 mg/ml; daily dose: morphine 1.05 mg/day, bupivacaine 5.29 mg/day. Interrogation of pump was done to determine motor stall. No other diagnostics were done.